Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of right ventricular lead, lead parameters were not satisfactory and the physician could not obtain a good threshold at any position. The lead was not used and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.